Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. The customer stated that the infusion set, reservoir and insulin vile were changed and alarm continued. Blood glucose value is unknown. The customer had tried different infusion set type, insulin was not expired or denatured, customer does rotate sites and avoids scar tissue, the serter is used correctly and the tubing was not bent or kinked. Customer was advised to discontinue the use of the device and revert to a backup plan. The customer would be contacted to arrange the replacement.